Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer recalibrated the assay and ran quality controls, which were within range. The customer replaced the sodium electrode. The cause of the discordant, falsely elevated sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate advia 1800 instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.